Event description:
It was reported the patient received the following results within 15 minutes: on (B)(6) 2024: 445 mg/dl using the customer's guide me meter and 104 mg/dl using the professional meter of a nurse. On (B)(6) 2024: 410 mg/dl using the customer's guide me meter and 110 mg/dl using the professional meter of a nurse. On (B)(6) 2024: 504 mg/dl using the customer's guide me meter and 130 mg/dl using the professional meter of a nurse.